Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that patient experienced discomfort due to phrenic nerve stimulation (pns) which was caused by the left ventricular lead. The lead was capped and replaced. Patient status was not reported.

Event description:
Additional information received noted that the lead was capped and replaced on (B)(6) 2025. The patient was stable.